Event description:
The customer reported that the trs175sb2 anchor tissue retrieval system, device was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿bag broke while being used in patient. Bag just ripped in half. It was thrown out but wrapper saved.¿. Further assessment questioning found that the device did fragment or fall into the surgical site. The fragments were removed with the use of laparoscopic instrument. The procedure was completed with the use of an unknown alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. The current status of the patient was reported as ¿discharged from the hospital.¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the trs175sb2 anchor tissue retrieval system, device was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿bag broke while being used in patient. Bag just ripped in half. It was thrown out but wrapper saved." Further assessment questioning found that the device did fragment or fall into the surgical site. The fragments were removed with the use of laparoscopic instrument. The procedure was completed with the use of an unknown alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. The current status of the patient was reported as ¿discharged from the hospital." This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.